Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Medwatch reference number: mw5111513. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the colon during a colon dilatation procedure performed on an unknown date. During the procedure, when the balloon was in the process of being inflated, the balloon burst. No patient complications have been reported as a result of the event.